Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the patient underwent IV antibiotic therapy for treatment of skin flap infection.this report is filed (B)(4), 2011. Implanted device remains.

Manufacturer narrative:
Correction: the correct serial number is (B)(4). Implanted device remains.

Manufacturer narrative:
Correction: the correct brand name is 'nucleus 24 auditory brainstem implant system'; not 'nucleus 24 channel cochlear implant system' as previously reported. Correction: the correct PMA # is 000015; not 970051 as previously reported. This report is filed october 1, 2013. Implanted device remains.

Event description:
Per the clinic, the patient underwent a wound debridement and irrigation on (B)(6) 2011 to treat a skin flap infection. The implanted device remains.